Event description:
Related manufacturer report number: 2017865-2022-19572. During follow-up, noise resulting in oversensing and automatic mode switch episodes were observed on the right atrial and right ventricular leads. The physician alleged insulation damage, although it was not confirmed. No intervention was performed. The patient was in stable condition and will continue to be monitored.